Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in left distal superficial femoral artery (sfa) with 100% stenosis and was 110 mm long with a proximal reference vessel diameter of 6 mm and distal vessel diameter of 6 mm and was classified as tasc ii b lesion. Pre-dilatation was performed and the 7 mm x 150 mm study stent was placed. Following post-dilation residual stenosis was 0%. The subject was discharged with dual antiplatelet therapy. On (B)(6) 2019, the subject visited the hospital for a follow-up visit where she reported pain in the left leg at rest, for the last one week. The subject was recommended to have imaging performed with possible percutaneous transluminal angioplasty to better assess her lower extremity on a later date. On (B)(6) 2019, peripheral angiography of left sfa was performed which revealed the common iliac, internal iliac, external iliac, popliteal, and common femoral vessels were patent. The superficial femoral artery was patent, however 100% in-stent restenosis was observed. The anterior tibial had severe diffuse disease, the posterior tibial had 80% stenosis, and the peroneal had severe diffuse disease. The stenosis noted in the left sfa was treated with rotational atherectomy followed by placement of 7.0 x 120 and 7.0 x 80 mm innova self-expanding stents with 0% residual stenosis. Additionally, stenosis noted in left popliteal artery was treated with orbital atherectomy followed by placement of stent with 0% residual stenosis. Stenosis noted in posterior tibial trunk was treated with balloon angioplasty followed by orbital atherectomy with 30% residual stenosis. On (B)(6) 2019, the event was considered resolved.

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in left distal superficial femoral artery (sfa) with 100% stenosis and was 110 mm long with a proximal reference vessel diameter of 6 mm and distal vessel diameter of 6 mm and was classified as tasc ii b lesion. Pre-dilatation was performed and the 7 mm x 150 mm study stent was placed. Following post-dilation residual stenosis was 0%. The subject was discharged with dual antiplatelet therapy. On (B)(6) 2019, the subject visited the hospital for a follow-up visit where she reported pain in the left leg at rest, for the last one week. The subject was recommended to have imaging performed with possible percutaneous transluminal angioplasty to better assess her lower extremity on a later date. On (B)(6) 2019, peripheral angiography of left sfa was performed which revealed the common iliac, internal iliac, external iliac, popliteal, and common femoral vessels were patent. The superficial femoral artery was patent, however 100% in-stent restenosis was observed. The anterior tibial had severe diffuse disease, the posterior tibial had 80% stenosis, and the peroneal had severe diffuse disease. The stenosis noted in the left sfa was treated with rotational atherectomy followed by placement of 7.0 x 120 and 7.0x80 mm innova self-expanding stents with 0% residual stenosis. Additionally, stenosis noted in left popliteal artery was treated with orbital atherectomy followed by placement of stent with 0% residual stenosis. Stenosis noted in posterior tibial trunk was treated with balloon angioplasty followed by orbital atherectomy with 30% residual stenosis. On (B)(6) 2019, the event was considered resolved. It was further reported that the patient had multiple procedures in the index lesion, the lesion length was 250mm. The rotational atherectomy of right sfa was successful and it was planned prior to enrollment. It was further reported that a study stent of 7 mm x 150 mm (75cm) was opened but not inserted due to the stent size was too short to implant. On (B)(6) 2020, the subject visited the hospital as an outpatient with a complaint of claudication that interfered walking. Subsequently, lower extremity duplex was performed which revealed that the left stent was patent in the superficial femoral artery to popliteal artery with mildly elevated velocities in the proximal superficial femoral segment and moderately elevated velocities in the mid popliteal segment. There was mild stenosis (16-49%) in the peroneal artery. The right stent was patent from the mid superficial femoral artery to the distal superficial femoral artery with mildly elevated velocities in the distal segment and biphasic flow. There was a small amount of heterogenous and calcified plaque in the common femoral artery with biphasic flow and moderate amount of heterogenous plaque in the posterior tibial artery. There were mildly to moderately increased velocities in the posterior tibial artery with biphasic flow. Additionally, on the same day, non-invasive flow studies were performed which revealed higher velocities in the infrapopliteal arteries (right posterior tibial and left peroneal arteries) and decreased ankle brachial index (abi) in the left from 0.99 to 0.78. No significant changes on the right. Based on the findings from lower extremity duplex and non-invasive flow studies, the subject was advised for arteriogram of runoff vessels with possible intervention in a month. On (B)(6) 2019, the subject had a complaint of left foot rest pain (fontaine iii-improved with elevation) since a week which had gradually radiated to the calf. There was no pulse noted in the foot and the foot was cool to touch. On (B)(6) 2019, the subject was hospitalized for further evaluation and possible percutaneous transluminal angioplasty. Subsequently, angiography was performed which revealed in the left limb was patent common iliac artery, internal iliac artery, external iliac artery. There was 100% instent stenosis noted in the superficial femoral artery, the popliteal artery was occluded and there was 80% stenosis noted in the posterior tibial artery. There was severe diffused disease in the peroneal artery. On (B)(6) 2019, 80% stenosis noted in left posterior tibial artery was treated by atherectomy using non-bsc catheter and dilation was performed using boston scientific 2.00 x 20 mm emerge balloon inflated for 10 secs at 8 atm. Inflations were again repeated for 10 secs at 12 atm, 10 secs at 14 atm and 10 secs at 18 atm respectively. The dilation was again performed using boston scientific 6.0 x 150 mm sterling otw balloon. Inflations were done for 10 secs at 6 atm, 10 secs at 14 atm, 10 sec at 8 atm thrice and 10 secs at 12 atm respectively. Further, dilation was performed using 5.0 x 100 mm non-bsc balloon inflated for 10 secs at 8 atm. Finally, boston scientific stent 6.0 x 80 mm innova se stent self-expanding stent was deployed followed by dilation with 0.035 non-bsc balloon. Inflations were done for 10 secs at 14 atm, 10 secs at 15 atm, 10 secs at 14 atm and 720 sec at 10 atm respectively. Following post dilation, the residual stenosis was 30%. On (B)(6) 2019, 100% in-stent restenosis with lesion length of 250 mm (of note, per edc lesion length was 200 mm and site confirmed the lesion to be 200 mm) noted in the left superficial artery (proximal, mid, distal sfa extending to the proximal popliteal artery) was treated by atherectomy using non-bsc catheter and dilation was performed using boston scientific 6.0 x 150 mm sterling otw balloon. Inflations were performed for 10 secs at 12 atm and 40 secs at 12 atm respectively. Post dilation, boston scientific 7.0 x 120 mm innova se (self-expanding) stent was deployed and another boston scientific 7.0 x 80 mm innova se (self-expanding) stent was deployed respectively in the left sfa. Post stenting, boston scientific 6.0 x 150 mm sterling otw balloon was used for dilation for 10 secs at 14 atm twice (tvr). Following post dilation, the residual stenosis was 0%. Post successful procedure, the subject appeared to be stable and advised to remain on heparin overnight. On (B)(6) 2019, the event was considered as resolved and the subject was discharged on the same day. Baseline core angiography dated (B)(6) 2016 noted grade 0 thrombus, absence of aneurysm and no stent deformation and fracture. Follow-up core angiography dated (B)(6) 2019 noted, grade 0 thrombus, absence of aneurysm and presence of isr stenosis pattern 4. No stent deformation or stent fracture was noted.

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in left distal superficial femoral artery (sfa) with 100% stenosis and was 110 mm long with a proximal reference vessel diameter of 6 mm and distal vessel diameter of 6 mm and was classified as tasc ii b lesion. Pre-dilatation was performed and the 7 mm x 150 mm study stent was placed. Following post-dilation residual stenosis was 0%. The subject was discharged with dual antiplatelet therapy. On (B)(6) 2019, the subject visited the hospital for a follow-up visit where she reported pain in the left leg at rest, for the last one week. The subject was recommended to have imaging performed with possible percutaneous transluminal angioplasty to better assess her lower extremity on a later date. On (B)(6) 2019, peripheral angiography of left sfa was performed which revealed the common iliac, internal iliac, external iliac, popliteal, and common femoral vessels were patent. The superficial femoral artery was patent, however 100% in-stent restenosis was observed. The anterior tibial had severe diffuse disease, the posterior tibial had 80% stenosis, and the peroneal had severe diffuse disease. The stenosis noted in the left sfa was treated with rotational atherectomy followed by placement of 7.0 x 120 and 7.0x80 mm innova self-expanding stents with 0% residual stenosis. Additionally, stenosis noted in left popliteal artery was treated with orbital atherectomy followed by placement of stent with 0% residual stenosis. Stenosis noted in posterior tibial trunk was treated with balloon angioplasty followed by orbital atherectomy with 30% residual stenosis. On (B)(6) 2019, the event was considered resolved. It was further reported that the patient had multiple procedures in the index lesion, the lesion length was 250mm. The rotational atherectomy of right sfa was successful and it was planned prior to enrollment.